Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample was performed and found the presence of fluid in the housing. Therefore the reported leak was confirmed. The cause of the leak was determined to be a ruptured bladder.

Event description:
It was reported that there was a hole in the bladder of a ce infusor sv 2 which caused the drug to leak from the bladder into the housing. This occurred during the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. A supplemental report will be filed upon completion of the evaluation or if any additional relevant information becomes available.